Manufacturer narrative:
Nuvasive reference (B)(4). No radiographs confirming the event were received. No product will be returned, no product information was given and no further evaluation of the product can be completed at this time. There was no allegation of product malfunction or deficiency. Review of labeling notes: warning cautions and precautions "it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." The root cause of the issue remains unknown.

Event description:
On (B)(6) 2015, the patient underwent vbr surgery to repair/replace a fractured l1 vertebra. During the approach to the vertebral body, a k-wire was placed to facilitate anatomic identification. Upon confirmation of k-wire placement via fluoroscopy, it was noted that the k-wire had perforated the thoracic cavity, causing a pneumothorax. The pinhole was sutured and the surgery was postponed to monitor the patient. On (B)(6) 2015 the patient received posterior fixation without further complications.